Event description:
It was reported patient underwent a right total hip arthroplasty and a left total hip arthroplasty on unknown dates. Subsequently, patient underwent radiographs on (B)(6) 2014 that revealed a dislocated right hip. There has been no reported revision procedure to date.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total hip arthroplasty and a left total hip arthroplasty on unknown dates. Subsequently, patient underwent radiographs on (B)(6) 2014 that revealed a dislocated right hip. Additional information received indicates patient successfully underwent a closed reduction procedure, and the surgical procedure was cancelled. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: expiration date - unknown; date implanted - unknown; PMA/510(k) number; manufacture date ¿ unknown.